Event description:
Product was returned as implant failure. Report stated that the pt has an excessive biting or chewing habit, using tobacco, and consuming alcohol. It also states that he has an insufficient bone quality.